Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the serial number on the patient sticker inside the box was different from the one on the carton box of the subject pacemaker. Preliminary analysis revealed that the issue most probably resulted from a printing issue on the patient sticker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the serial number on the patient sticker inside the box was different from the one on the carton box of the subject pacemaker. Preliminary analysis revealed that the issue most probably resulted from a printing issue on the patient sticker.